Manufacturer narrative:
The facility biomedical engineer was able to duplicate the reported issue. The facility biomedical engineer replaced the data acquisition board to address the finding. The device successfully passed performance specification testing. Patient information was requested; none was available.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient harm.